Event description:
It was reported that intima-ii 24gax0.75in prn slm had foreign matter. The following information was provided by the initial reporter: on the morning of (B)(6) 2021, when preparing for infusion in the outpatient infusion room , nurse opened the 24g straight outer package of jingma and inspected the indwelling needle. Dark unknown substance was found in the position of the heparin cap, so she immediately replaced other indwelling needles for infusion, which had no effect on the patient.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 6/2/2021. H.6. Investigation: a device history review was conducted for lot number 1020978. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, the returned sample was review by our team of quality engineers. They subjected the foreign material to composition testing, and based on the results, they were able to identify the material as s phenoxy resin. A review of the manufacturing facility was unable to identify any common materials that are composed of this material. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that intima-ii 24gax0.75in prn slm had foreign matter. The following information was provided by the initial reporter: on the morning of may (B)(6) 2021, when preparing for infusion in the outpatient infusion room , nurse opened the 24g straight outer package of jingma and inspected the indwelling needle. Dark unknown substance was found in the position of the heparin cap, so she immediately replaced other indwelling needles for infusion, which had no effect on the patient.